Event description:
Information was received indicating that a smiths medical cadd legacy plus pump kept alarming. This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in fair physical condition with damaged housing. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The issue was caused by the downstream sensor and it will be replaced to resolve the issue.